Event description:
Note: this report pertains to the first of two reported malfunctions which occurred during the event. It was reported to boston scientific corporation in late 2005 that a c.r.e. Balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure a week prior (patient gender, age and weight unknown). According to the complainant, during procedure preparation, the balloon broke after it was inflated. The device was replaced with another c.r.e. Balloon dilatation catheter. Refer to MFR report #3005099803-2008-03044 for details regarding the second device.

Manufacturer narrative:
A visual analysis of the returned device revealed a longitudinal tear in the balloon. The cause of this complaint could not be determined; however, balloon bursts can occur due to exceeding the rated inflation pressures for the particular balloon size, or from a sharp exterior source e.g. A calcified lesion, penetrating the device. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.